Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon told us, that the clips were crossed after firing, the clips didn't close parallel. Procedure prolonged 30 minutes. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.